Event description:
The visiting nurse discovered on 4/22 that there was no flow of oxygen coming from the pts in home 02 concentrator. A check of the pt revealed an o2 saturation of 69%. The co that provided the concentrator was notified & the humidifier bottle was disassembled, the "float" unstuck and reconnected. O2 flow resumed and pts saturation increased to 87%. After 15 min on 2 1/2 l nasal cannula. Unclear as to how long the concentrator was not providing o2 since visits are every 2 wks from the visiting nurses.